Event description:
Injection needle break (novofine a 6mm) during injection procedure. [Medical device complication] incision with extraction of needle [removal for foreign body]. Case description: novofine needle (class iia). (B) (4): an (B) (4) study. The study population will consist of children and adults who are already being treated with norditropin or who are candidates for treatment with norditropin. Site: (B) (6). Pt ID: (B) (6). Solicited report received from (B) (6) and (B) (6) and reported by a medical doctor as "infection needle break (novofine a 6 mm) during injection procedure." It concerns a (B) (6) female patient treated with novofine 6mm (31g) (needle) (drug first dose unk, drug stop date unk) for "device therapy". Norditropin is coded as concomitant drug. On (B) (6) 2007, the patient experienced an injection needle break (novofine a 6 mm) during injection procedure. The operator of the device at the time of the event was the childs mother. The needle was broken and stuck in the patient's skin during application process; probably the patient was not still during the application in the right upper leg. The needle was removed through incision with extraction. The patient was not hospitalised. Norditropin was continued unchanged. Batch number is not available and device will not be returned for evaluation. The duration of the device was maximum 15 days before the event (estimated) for device and medication. The needle was changed every time injection was applied. The patient performed air shots prior to each injection. The device was not function checked. The patient did not previously experience the problem. The overall outcome was reported as "recovered" on (B) (6) 2007. As concomitant drug norditropin nordilet has been chosen, only norditropin was initially reported. Reporter's causality: possible. Novo nordisk's causality: possible.